Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a correction injection to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.